Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pain ("diffuse pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), depression ("depression") and general physical health deterioration ("general status was deteriorated"). The patient will be treated with surgery (essure removal is planned). At the time of the report, the pain, fatigue, depression and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for depression, fatigue, general physical health deterioration and pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 18-aug-2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed 369 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.